Event description:
A malfunction was reported on the pump by the caller, identified with malfunction code malf 6 and fault ID 0x20bc. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support planned to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump since the current pump was no longer under warranty.